Manufacturer narrative:
(B)(4) 60-5272-132 returned, (B)(4) returned opened in unoriginal packaging, (B)(4) returned unopened in original packaging. The lot number - 202102151 of the devices returned in original packaging was verified. A visual inspection did not find any obvious defects or abnormalities on the devices. The l-hook on all (B)(4) returned 60-5272-132 were inspected and all were securely welded in the inner metal sheath. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-5272-132 (quantity (B)(4)) was being used during an unknown procedure on (B)(6) 2021 when it was reported that ¿the hook detaches and falls into the abdomen. It is noted that it was not fixed to the cannula¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information was requested; however, the sales representative stated that there was no further information available or further explanation of the reported event summary. It was not reported that any part of the device was retained in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on 13aug21 due to a system error.

Event description:
The sales representative reported on behalf of the customer that the 60-5272-132 (quantity 4) was being used during an unknown procedure on (B)(6) 2021 when it was reported that the hook detaches and falls into the abdomen. It is noted that it was not fixed to the cannula. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information was requested; however, the sales representative stated that there was no further information available or further explanation of the reported event summary. It was not reported that any part of the device was retained in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.